Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high and low blood glucose. The blood glucose reading at time of call was 92mg/dl. The caller stated that the reservoir leaked and insulin got into the reservoir compartment. No further information was provided.